Event description:
Device was placed through a 6 fr. Introducer into the left subclavian vein for IV therapy. On 5/8, the catheter was noted to be leaking and was exchanged over a wire guide. The replacement catheter was placed over the separated segment which was not noted on post placement cxr. On 5/12, cxr revealed the separated tip of initial catheter. Pt was sent to surgery for removal of separated segment. However, segment kept fragmenting and only one portion was removed.